Event description:
The patient had a temporary pacemaker from a prior CABG surgery 3 days ago. The patient was scheduled for permanent pacer insertion. At the time the md was placing the permanent pacemaker lead into the chest, the temporary pacer quit working and the patient flat lined, requiring immediate chest compressions. The permanent pacemaker lead was placed and the patient started capturing the pacemaker rhythm. The md notes from the operative report read: "the permanent ventricular lead was passed into the ventricle. At the time that it was tested, the patient became asystolic. The temporary pacemaker at that time was not pacing either and chest compressions were carried out while the ventricular wire was being placed and the screw was activated on the ventricle. At this time the patient proceeded to capture and the ventricular lead threshold was tested down to 1.5 millivolts and felt to be adequate with adequate resistance. Following this, the permanent pacemaker generator was placed on the permanent ventricular lead and the permanent atrial lead was then placed and tested. The p-wave on the atrial lead was 2 millivolts and active fixation was used to fix that. The permanent pacemaker was a medtronic adapta, model #addr1 was implanted in the pocket and secured with a stitch. The pocket was then closed in three separate layers." The permanent pacemaker insertion was completed and the patient tolerated the entire procedure satisfactorily and left the operating room in stable condition.======================health professional's impression ======================the rn who wrote the medwatch report wrote "it was noted the temporary ventricular wire does not stay snuggly fit within the temporary pacemaker device. It is also noted that within the external pacer device is a 3 prong connection whereas the pacing cables are 2-pronged. The atrial cable appears to be fitting correctly without issue."